Event description:
A malfunction alarm with code malf 0 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump with the help of technical support and was instructed to continue using it. They were advised to call back if the malfunction code recurred, and the customer acknowledged this guidance.